Event description:
A malfunction in the pump was reported by the customer, identified as malfunction code 199. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information for future resets. The customer was advised to continue using the pump and to replace their infusion set, declining further assistance.